Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-04623 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to omsc, but was returned to a third party, (B)(4), for evaluation. (B)(4) inspected the device and reported the following; the distal cap was worn. There was obvious delamination on the insertion tube. The phenomenon reported by the user facility was confirmed and the upward angulation did not work. There was a play on the angulation. There was a defect in the variable stiffness function. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the colonoscopy, the wheel of the device broke and the downward angulation snapped and didn't work at a certain angulation. The procedure was canceled and the device was decontaminated according to the user facility protocol. There was no report of patient injury associated with the event. The user facility also reported that there was a leakage at the control section and the leak test failed.